Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. No visual or functional abnormalities were noted records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred pre-operatively. The handles could not be fired. There was difficulty loading the reload onto the adapter. No patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.